Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seals to be intact. The device was observed to be in good condition. To conduct functional testing, the device had an occlusion and delivery test performed. Upon testing it was revealed the reported problem was duplicated as the flow rate is too low. The cause is unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously, related to the customer stated problem.

Manufacturer narrative:
Other text: d5 and g5 are unknown. No further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device had a precision test failure even with tubing change. The device was tested and the result was out of tolerance. No patient injury reported.